Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on bus and could not be recovered. A field service engineer (fse) inspected the drawer and found that the module controller was not receiving any power and could not receive power. After troubleshooting steps, fse was able to successfully power the station down and replace the controller board and module controller as needed due to showing that the controller board on drawer 5.2 was pulling the drawer down. Further the fse able to successfully power the station back on in testing hardware testing application passing all test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed user rebooted the device, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.